Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to correct the common device name in section d.2 from ¿embotrap ii¿ to ¿catheter, thrombus retriever.¿ corrected section: d.2. Updated section: g.4, g.7, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier and date of birth were not provided. Reporter: the phone and email address of the initial reporter are not available / reported. [Conclusion]: the event was reported through the (B)(6) study, an (B)(6) female patient with a history of hypertension, hyperlipidaemia, atrial fibrillation, coronary artery disease (cad), congestive heart failure (chf), diabetes, deep vein thrombosis (dvt), history of ischemic stroke/tia on (B)(6) 2019, obstructive sleep apnea (osa), peripheral vascular disease (pvd), pulmonary embolism (pe), underwent a mechanical thrombectomy procedure of an occlusion at the left m1 of the middle cerebral artery (mca) using the 5 x 33mm embotrap ii revascularization device (et009533/18f002av) on (B)(6) 2019. The first pass with the embotrap device (3- minute incubation) was made with a cello¿ 9f balloon-guided catheter (medtronic) and an 0.055¿ intermediate catheter via a velocity® 0.025¿ microcatheter (penumbra) resulted in a modified treatment in cerebral infarction (mtici) score of 2c, with full clot retrieval in the catheter. Manual aspiration was used. No further passes were made after the first pass. The nih stroke scale score (nihss) was 1 at 24-hour post procedure. A day after the index procedure, (B)(6) 2019, the patient suffered from an intraparenchymal hemorrhage on (B)(6) 2019, which resulted in prolongation of the existing hospitalization by 4 days. The event was considered moderate in severity and was considered by the investigator as unrelated to the embotrap study device and was possibly related to the study procedure. It was last reported that the patient is recovering from the event. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (18f002av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the products were not returned. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Hemorrhage is a known potential adverse event associated with the use of the embotrap device and is listed in the instructions for use (IFU) as such. The root cause of the hemorrhage cannot be determined; however, there was no report of an embotrap product malfunction during the procedure and the device successfully removed the thrombus. Additional investigation is required to determine the causality and severity of the event. Since the hemorrhage was not present prior to the procedure and required prolongation of existing hospitalization, and the relationship of the device to the reported event cannot be excluded, it currently meets MDR reporting criteria. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported through the (B)(6) study, an (B)(6) female patient with a history of hypertension, hyperlipidaemia, atrial fibrillation, coronary artery disease (cad), congestive heart failure (chf), diabetes, deep vein thrombosis (dvt), history of ischemic stroke/tia on (B)(6) 2019, obstructive sleep apnea (osa), peripheral vascular disease (pvd), pulmonary embolism (pe), underwent a mechanical thrombectomy procedure of an occlusion at the left m1 of the middle cerebral artery (mca) using the 5 x 33mm embotrap ii revascularization device (et009533/18f002av) on (B)(6) 2019. The first pass with the embotrap device (3- minute incubation) was made with a cello¿ 9f balloon-guided catheter (medtronic) and an 0.055¿ intermediate catheter via a velocity® 0.025¿ microcatheter (penumbra) resulted in a modified treatment in cerebral infarction (mtici) score of 2c, with full clot retrieval in the catheter. Manual aspiration was used. No further passes were made after the first pass. The nih stroke scale score (nihss) was 1 at 24-hour post procedure. A day after the index procedure, (B)(6) 2019, the patient suffered from an intraparenchymal hemorrhage on (B)(6) 2019, which resulted in prolongation of the existing hospitalization by 4 days. The event was considered moderate in severity and was considered by the investigator as unrelated to the embotrap study device and was possibly related to the study procedure. It was last reported that the patient is recovering from the event.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 7/15/2019. [Conclusion]: the event was reported through the excellent study, an 86-year-old female patient with a history of hypertension, hyperlipidaemia, atrial fibrillation, coronary artery disease (cad), congestive heart failure (chf), diabetes, deep vein thrombosis (dvt), history of ischemic stroke/tia on (B)(6) 2019, obstructive sleep apnea (osa), peripheral vascular disease (pvd), pulmonary embolism (pe), underwent a mechanical thrombectomy procedure of an occlusion at the left m1 of the middle cerebral artery (mca) using the 5 x 33mm embotrap ii revascularization device (et009533/ 18f002av) on (B)(6) 2019. The first pass with the embotrap device (3- minute incubation) was made with a cello¿ 9f balloon-guided catheter (medtronic) and an 0.055¿ intermediate catheter via a velocity® 0.025¿ microcatheter (penumbra) resulted in a modified treatment in cerebral infarction (mtici) score of 2c, with full clot retrieval in the catheter. Manual aspiration was used. No further passes were made after the first pass. The nih stroke scale score (nihss) was 1 at 24-hour post procedure. A day after the index procedure, (B)(6) 2019, the patient suffered from an intraparenchymal hemorrhage on (B)(6) 2019, which resulted in prolongation of the existing hospitalization by 4 days. The event was considered moderate in severity and was considered by the investigator as unrelated to the embotrap study device. On 15 july 2019, additional information was reported that state the investigator did not consider the event related to the study procedure. It was last reported that the patient is recovering from the event. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (18f002av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the products were not returned. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Hemorrhage is a known potential adverse event associated with the use of the embotrap device and is listed in the instructions for use (IFU) as such. The root cause of the hemorrhage cannot be determined based on the limited information available for review; however, there was no report of a product malfunction associated with the embotrap and the device successfully removed the thrombus from the target vessel. There was also no report of any intraprocedural complications. Review of the available information suggests that patient, procedural, and/or pharmacological factors may have contributed to the event with no indication of a device malfunction or performance issue. Since the hemorrhage was not present prior to the procedure and required prolongation of existing hospitalization, and the relationship of the device and/or procedure to the reported event cannot be excluded, it currently meets MDR reporting criteria. Updated sections: g.4, g.7, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 7/31/2019, that changed the reportability of this complaint file. [Additional information]: on 31 july 2019, updated information was received that this adverse event was removed from the clinical database. Through follow-up with the clinical study team, it was confirmed that the relatedness of the adverse event was re-reviewed with the primary investigator in july 2019. The adverse event was changed to ¿not related.¿ the physician felt that the hemorrhage was related to the patient¿s baseline stroke event and not related to the study device nor the procedure. As a result, the hemorrhage was removed from the clinical database because it does not meet protocol reporting requirements. Upon further review, this complaint does not meet the criteria for medical device reporting since the adverse event was not related to the study device or other cerenovus devices. Therefore, it has been deemed not reportable. No further reports will be forthcoming. Hemorrhage is a known potential complication associated with acute ischemic stroke despite endovascular mechanical thrombectomy. Review of the available information suggests that the patient¿s index stroke may have contributed to the event with no indication of a device malfunction or performance issue. Based on the evaluation of the primary investigator, the event no longer meets MDR reporting criteria. Updated sections: g.4, g.7, h.2, and h.10.